Event description:
Inserted g7 sensor on (B)(6) 2025. On (B)(6) 2025, I woke up and had a cup of coffee with creamer and entered carbs, bolus delivered. In 30 minutes pump alarm expecting low bs. I drank 1 cup of orange juice did not put carbs in. In 10 minutes alarm for low blood sugar. This continued for the next 6 hours, with my bss fluctuating between 48 through 70. Later received an email from tandem stating 'field safety issue' g7 giving bonuses causing low bss. All bss are shared on the clarity app so they can be seen by my endocrinologist. I was in fear of dying because bss were not coming up. T1d brittle diabetic. This was not during the warm up period it was the day after the g7 sensor was inserted. (B)(6).